Event description:
Patient with tooth #22, #23, #26, #27 loss of integration. Patient had three lodi placed, patient complained about pain occurring in (B)(6) of 2019 and the clinician had to remove due to pain in (B)(6) 2019. Loss of integration.

Event description:
Patient with tooth #22, #23, #26, #27 loss of integration. Patient had three lodi placed, patient complained about pain occurring in (B)(6) of 2019 and the clinician had to remove due to pain in (B)(6) 2019. Loss of integration.